Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
Nonconformance investigation was performed on one returned sample of an endotracheal tube received for evaluation, with no lot number provided. Visual inspection was performed, and it was observed that the inflation line was broken in two parts. It was noticed that the edges were the inflation line was broken were irregular. The customer reported failure mode of a broken inflation line was confirmed, but no root cause was identified. (B)(4).

Event description:
Customer reported the pilot balloon line detached from the tracheal tube and the cuff no longer held air. Caller confirmed the pt did not require reintubation and there was no pt harm.